Event description:
During a meniscal repair the silicone tube came off of the inserter needle into the patient and was not retrieved. The surgeon did not make an statement or give any opinion as to the condition of the patient as a result of this event.